Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient had a lead revision. The caller read the following information from an op note: during a trial they placed two leads and the patient had excellent pain relief. During the procedure to place the chronic system they were only able to place one lead which pulled back. To use dtm programming they needed the lead to be higher. The caller said that the surgeon removed the lead and placed two new leads at the procedure on (B)(6) 2021 (registration indicates that the procedure just involved adding a second lead, as opposed to removing and replacing the original lead). Troubleshooting was not required. The issue was not resolved through troubleshooting.